Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the device was explanted on (B)(6)2019.

Event description:
New information received noted that the patient was fine after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called regarding mobile application issue. Upon review, the merlin.net transmission noted on (B)(6) 2019 indicated that the insertable cardiac monitor battery was at end of service. The patient was referred to contact the clinic.